Event description:
It was reported that a spectrum pump had a downstream occlusion sensor problem. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The device was found out of spec in relation to the reported downstream occlusion sensor problem which was reproduced as a constant downstream occlusion alarm. Eval found the cause to be a failed downstream sensor. The failed downstream sensor was replaced.